Manufacturer narrative:
(B)(4).

Event description:
This implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.